Event description:
It was reported that a patient experienced a stroke. Originally the ablations were to be performed with a pulse field ablation, however, after mapping was completed (with a non-(B)(6) mapping catheter), the physician decided to use a non-(B)(6) radio frequency catheter. The following day the patient experienced facial weakness and stroke symptoms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).